Event description:
Fentanyl drip (2000mcg/200ml) to be administered at 100mcg/hr =10 cc/hr. Rn checked the rate, dosage information on the pump and appears to be correct. Another rn was called to verify pump information correct. When 1st rn returned to the patient, the fentanyl bag was half empty. Again dosage and rate information was verified by another rn. It is then assumed that the pump is malfunctioning. Pump was removed and new pump used. There was no indication or alarm beeping on the malfunctioning pump.